Event description:
Manufacturer review of programming history identified that one system diagnostics test resulted in high lead impedance on (B) (6) 2005 with the pt's 100c generator. System and normal mode diagnostics on separate days before and after the high impedance results produced normal results. The pt was seen approx 1 week later on (B) (6) 2005 which produced normal diagnostic results. It is unlikely that the pt went in for a pin-reinsertion or lead revision during this short time period. In addition, the dcdc codes would fluctuate in the event of an intermittent lead break or pin issue which was not observed in this case. It was noted that the pt's generator had been explanted prophylactically on (B) (6) 2007. Diagnostics confirmed proper device function on (B) (6) 2007 with eri=no prior to explant. The pt was re-implanted with a 102r generator (B) (4) with good diagnostic results ruling out a lead issue. The manufacturer has determined that the generator did not perform as intended as it could not deliver stimulation based upon the high lead impedance system diagnostics results and therefore will be reported as a malfunction. The device did perform as intended before and following the incident. No conclusion can be drawn regarding the one high impedance result. A battery estimate was performed which revealed the generator had 3.74 years until eri=yes, indicating end of service was not a contributing factor to the high lead impedance. The explanting hospital has discarded the generator.

Manufacturer narrative:
Analysis of programming history performed. High lead impedance occurred once in the programmed history.